Event description:
It was reported that there is a tube air maintenance error. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Date of event is unknown. (B)(6). Device evaluation: one device was received for investigation in good condition. The ehl was downloaded and found no problems. The device was visually inspected and functionally tested. The reported problem could not be duplicated. The complaint is not confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.